Manufacturer narrative:
Isi has requested for the green sureform stapler 60 reload and sureform stapler 60 instrument involved with the reported event to be returned for evaluation. However, as of the date of this report, isi has not received the stapler reload or instrument for failure analysis investigation. Therefore, the cause of the customer reported failure mode cannot be determined. If additional information regarding the reported event is obtained, a follow-up MDR will be submitted. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. The system logs reveal that a sureform stapler 60 instrument (part # 480460-08; lot # l90190902-0029) fired three green sureform stapler 60 reloads. All three firings were completed per the system logs. There were no incomplete clamps. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the surgical staff encountered an intra-operative complication after a green sureform stapler 60 reload was fired with a sureform stapler 60 instrument. It was alleged that malformed staples were identified and the staple line did not appear intact. As a result, the surgeon repaired and reinforced the staple line with "neoveil" and glue. At this time, the cause of the customer reported issue is unknown.

Event description:
It was initially reported that during a da vinci-assisted thoracic surgical procedure, the surgeon fired three sureform stapler 60 reloads with a sureform stapler 60 instrument. When the surgeon fired a green sureform stapler 60 reload on bronchus tissue, it was alleged that "a part of the stapler on the patient's stump side was unformed." As a result, the surgeon "reinforced" the affected tissue with "neoveil" and glue; both 3rd-party manufacturer products. The surgeon reportedly believed that the event occurred since the target tissue was hard and may have affected the knife/ blade of the stapler reload. On 02/10/2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: for clarification, the malformed staples were identified. The staple line did not have a leak or hole. However, the staple line did not appear intact. As a result of identifying malformed staples, the surgeon repaired and reinforced the staple line with ¿neoveil¿ and glue. The surgical procedure was completed as planned and the patient was subsequently discharged from the hospital. No post-operative complications have been reported.

Manufacturer narrative:
Additional information can be found in sections d10, g4, g7, h2, h3, h6, and h10. Device evaluation information can be found in sections h6 and h10. 67 - intuitive surgical, inc. (Isi) has received the sureform stapler 60 reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint that "a part of tissue was unformed. The stapler reload was returned with a sureform stapler 60 instrument. Review of system logs did not find any firing errors for the procedure on (B)(6)2020, using da vinci surgical system sk2090. Upon visual inspection there was no visible external damage to the stapler reload. The stapler reload was found to have been used. The stapler reload knife was found concealed at the distal end of the cartridge as expected. All pushers appeared to be fired for all corresponding staples. However, several staples were found lodged in b-formation in the pusher window, indicating the affected tissue was not inhabited by the staple. Failure analysis confirmed that there are multiple staples stuck to the staple pockets. All of the staples are located in the distal third section of the reload, and all staples are formed into b-shapes. The stapler reload knife and shuttle are at the expected end of travel position. The stapler reload knife edge does not exhibit any damage. None of the pushers that did not deploy appeared to be damaged, and one was able to be pushed up manually to release the staple. There are no obvious defects in the reload that would indicate a reload related issue. It is possible that tissue effects (ex: size/density) are the cause of the staples not going into tissue. Intuitive has also received the sureform stapler 60 instrument (part #480460-08; lot #l90190902-0029) associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint of when the bronchus was dissected, a part of the stapler on the patient's stump side was unformed. Review of system logs showed that there were 3 successful fires with a green stapler reload and no partial fires. Upon visual and microscopic inspection, no damage was found at the wrist assembly of the stapler instrument. The stapler instrument was placed on an in-house system. No initialization failures or errors/faults occurred during in-house testing. . The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The stapler instrument passed a clamp and fire test. Staple formation on a test sheet was found to be proper. An intuitive clinical development engineer (cde) reviewed a video clip of the procedure that was provided by the site. Per the cde, a vessel loop, gauze, and an unspecified laparoscopic instrument were used to retract tissue surrounding the target tissue. The sureform stapler 60 instrument clamped during the first attempt and immediately fired afterwards. Some of the staples towards the distal end on the left side are not fully embedded in tissue but no malformed staples were identified. However, a loose staple was visible in the distal knife track after the first suggesting that the staple may have been present prior to the fire and then pushed forward along the knife track during firing. Prior to closing the jaws of the stapler instrument during a second clamp and fire, a loose staple was observed in the knife track of the anvil. Some malformed staples were also observed along the left side of the staple line following the fire. Per the instrument user manual, the following is noted: ¿warning: remove any loose staples, needles or metal clips from between instrument jaws and from the surrounding target tissue before and after stapling.¿ based on the current information provided, this complaint will remain reportable due to the following conclusion: during a da vinci-assisted surgical procedure, the surgical staff encountered an intra-operative complication after a green sureform stapler 60 reload was fired with a sureform stapler 60 instrument. It was alleged that malformed staples were identified and the staple line did not appear intact. As a result, the surgeon repaired and reinforced the staple line with "neoveil" and glue. At this time, the cause of the customer reported issue is still unknown.

Event description:
Refer to h10/h11 for follow-up information.